Event description:
Customer reported he has experienced hyperglycemia in the 300-400 mg/dl range and believes the insulin delivery of the infusion device is inaccurate. He was able to deliver insulin via syringe to lower his blood glucose levels, and his blood glucose returned to normal after he switched to his backup infusion device. No adverse event was reported. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.